Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: received 2 suture strands in which one attached to needle as a complaint sample. Suture received in partially disintegrated condition. As the complaint sample received in open condition further investigation on complaint sample cannot be performed except visual inspection. Returned needle was inspected under magnification and found satisfactory. Five retain samples of incident codes and lot number were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects and defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects and no defects were observed. The needles were inspected for any attribute defects and no defects were observed. The retain samples were tested for knot pull tensile strength test and found to meet the specification. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the above analysis, it is evident that there was no issue related to the suture quality and processing of this incident lot. As the complaint is related to performance-breakage suture, knot pull tensile strength test is applicable & measurable parameter. Knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. The average knot pull tensile strength value of the retain sample was found to meet the in-house average knot pull tensile strength requirement. All the individual knot pull tensile strength values were found to meet the in-house specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2019 and suture was used. During the procedure suture broke while pulling. Not adverse patient consequences.